Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are "moving slow and always dizzy" with their heart being "out of rhythm" and they are "not getting enough heart beat". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.